Event description:
Post transapical sapien xt valve deployment, there was paravalvular leak (pvl) confirmed via echo. A second valve corrected the problem. Initially, the valve was positioned 50/50 and deployed 40/60 a/v. The valve was post dilated with the delivery system, and the pvl was reduced to mild. The catheters and sheath were removed. However, a final echo revealed a significant central aortic insufficiency (cai). The echo demonstrated a significant native leaflet over hang which was impacting the function of the new valve. Access was reestablished and a second valve was implanted approximately 4mm higher than the existing valve. Echo was performed and showed no leak. Aortography demonstrated the same. The root cause of the cai was indicated as native leaflet over hang. The patient had moderate valve/leaflet calcification, and mild aortic root calcification.

Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the cause of the cai was indicated as native leaflet over hang. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.